Event description:
The vacuum did not work; therefore, the product could not be used to reinfuse. As a result, the patient received a blood transfusion with blood from a blood bank.

Manufacturer narrative:
Device not returned for evaluation.